Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic have received report the pulse ox was giving high spo2 reading of 100%. Sensors were swapped with same results. No patient injury was reported.